Manufacturer narrative:
Complete initial reporter name - (B)(6). Event site postal code - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) the console generated a fiber optic sensor failure alarm immediately upon start up. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was returned. The sheath was returned attached approximately 41.6cm from the iab. A kink was observed on the catheter tubing approximately 59.1cm from the iab tip. The inner lumen was found to be occluded. The occlusion was unable to be cleared with the guidewire. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was not returned, and the subject device was not cultured, therefore; olympus was not able to judge the relation between the subject device and the event from the following investigation results. Additionally, it is likely the reported event occurred due to a misunderstanding of device handling and reprocessing steps between the user and olympus¿s recommendation. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ additional information based on olympus expert reviews: it is very possible for biofilm to form in between the segments of the maj-891, as this piece has been linked to outbreaks. It is recommended to obtain microbiological samples of the involved endoscopes and the involved maj-891 (and the loose parts that need to be brushed). Olympus will continue to monitor field performance for this device.